Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Recliner bracket that attaches the seat to the frame and the upper bolts snapped in half on the left hand side of the assembly.